Event description:
It was reported the patient has had spasms for years, but recently they have been more intense. The reporter stated they could not give a time frame because they are so used to being in pain they just ignore it sometimes. It was noted the patient thought there may be something wrong with the catheter. The reporter stated they were not sure if there was a problem or not and they were going to check it. The reporter further stated it could be causing irritation. The pump contained baclofen and dilaudid (hydromorphone). Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
Additional review indicated combination product should have been checked on manufacturer report # 3004209178-2014-05886.